Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a replacement procedure performed in (B)(6) 2011 (exact date is unknown). According to the complainant, during the procedure on (B)(6) 2011 when the physician attempted to withdrawal the device for replacement some resistance was noted. Upon removal there was a tear on the internal bolster. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a securi-t pecutaneous replacement gastrostomy tube was used during a replacement procedure performed in (B)(6), 2011 (exact date is unknown). According to the complainant, during the procedure on (B)(6), 2011 when the physician attempted to withdrawal the device for replacement some resistance was noted. Upon removal there was a tear on the internal bolster. The procedure was completed with a new securi-t pecutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the device revealed feeding port to be closed and the medication port open. The c-clamp was closed. The external bolster was located at approximately the 7 cm mark and was without issue. The internal bolster was found to be partially separated from the tubing. The distal end of the tubing presented no tearing. The bolster torn radially on both sides of the separation. The condition of the returned unit was consistent with the complaint incident that the internal bolster was damaged. It most likely detached due to excessive force being used during removal of the device. Therefore, the most probable root cause is operational context. A review of the device history record was performed for lot 14071340 which revealed no issues related to this complaint. A lot history search was performed and found no other complaints against lot number 14071340.

Manufacturer narrative:
The exact age of the patient is unknown however, over 18 years old. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.